Manufacturer narrative:
(B)(4). A device history record review shows no issues, related to functional issues on the molded component involved in this complaint, during the manufacturing process. One sample was received for evaluation of catalog number 003-40 (aquapak 340 sw, 340 ml w/040 adaptor); the sample is received in its original packaging (not signs of being opened). This sample was received with the water reservoir of the aquapak the reference number ref: 003-01 and the humidifier adaptor with the reference number ref: 000-40 on the identification. The original packaging was opened and the visual inspection was performed and no damaged on the tread was detected, after the visual inspection, the received sample was placed on the oxygen tank (oxygen flow meter) and no treads issues were found. The failure mode reported (does not screw into flow meter) was not confirmed. Regarding this issue all personnel from the molding area related to this process were notified of this issue.

Event description:
Customer complaint alleges the device "does not screw into flow meter." Alleged defect was reported as detected prior to use. No report of patient involvement.

Manufacturer narrative:
(B)(4). This report is being updated to include reference to a CAPA which was omitted in the initial investigation report for this complaint. Regarding other customer complaints from this same issue, a CAPA file # (B)(4) was opened. This CAPA is owned by r & d. According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Change order form for the design updated approved and dhf has been updated. CAPA (B)(4) is currently under effectiveness verification.

Event description:
Customer complaint alleges the device "does not screw into flow meter." Alleged defect was reported as detected prior to use. No report of patient involvement.